Event description:
End user reported that she developed red irritation with burning and itching under her seal and wafer and that the irritation was worse under the seal. She saw her primary physician on (B)(6) 2014 and was prescribed lidocaine. Two percent gel to be applied as needed up to twice daily. She further reported that she has not used this medication at this time. She also reported that her physician stated that she has an infection, but no antibiotics were prescribed. She was recommended to follow up with a dermatologist.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.